Manufacturer narrative:
(B)(4). The customer reported a system on / off problem. The device was evaluated by a philips field service engineer. The symptom was verified. The issue was resolved by replacing the ac power cord.

Event description:
The customer reported a system on / off problem.